Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a custom tubing pack, it was reported that there was a wrong 3 way stop cock. A slip tip type was found in this pack and it should not be used on high pressure, pre-membrane side. The customer reported that that this could cause a significant leak and was considered very dangerous and unacceptable. It was also reported that during use of a fusion oxygenator , there was a significant cut noticed on the fusion purge line. A large leak was noticed during priming. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Correction b5: medtronic received information that prior to use of a custom tubing pack, it was reported that there was a wrong 3 way stop cock. A slip tip type was found in this pack and it should not be used on high pressure, pre-membrane side. The customer reported that that this could cause a significant leak and was considered very dangerous and unacceptable. It was also reported that prior to use of a fusion oxygenator, there was a significant cut noticed on the fusion purge line. A large leak was noticed during priming. The device was replaced to complete the procedure. There was no patient involvement, so no adverse effect occurred. Correction additional codes: imf (annex f) health impact code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction d4: serial and lot # updated. Device evaluation summary: visual inspection shows evidence of damage/cut in the air purge line. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.